Manufacturer narrative:
Citation: vlastra w et al. "Comparison of balloon-expandable vs. Self-expandable valves in patients undergoing transfemoral transcatheter aortic valve implantation: from the center-collaboration." European heart journal. 2019 feb 1; 40 (5): 456¿465 doi: 10.1093/eurheartj/ehy805. Epub 2018 dec 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparison of the clinical outcomes in patients who underwent transfemoral transcatheter aortic valve implantation with balloon-expandable valves and self-expandable valves with a focus on 30- day stroke and mortality rates. All data were collected from a systematic search of the pubmed, medline, and embase databases for studies reporting 30-day stroke outcomes and report the use of both the medtronic corevalve/evolut r self-expandable valve and the edwards sapien balloon-expandable valve. Studies included in the analysis were published between 2002 and 2018. The overall study population included 12,381 patients (predominantly female; mean age 83 years), 4,240 of which were implanted with a medtronic corevalve bioprosthetic valve and 1,670 were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients treated with a self-expandable valve, the in-hospital mortality rate was 5.2% and the 30-day mortality rate was 5.9%. It was noted that patients who received a self-expandable valve and had a stroke, 26.3% died in-hospital. However, the literature did not report causes of death for any of these mortalities. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, conversion to open heart surgery, stroke, myocardial infarction, new-onset atrial fibrillation, major/life-threatening bleeding, and paravalvular regurgitation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.